Manufacturer narrative:
Product event summary: analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected lower range. Analyst commented, rv lead low impedance measurements of less than 200 ohms. Polarity switch occurred. Ventricular lead warning occurred on (B)(6) 2014.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4524 lead, implanted: (B)(6) 1996. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) encountered pacing problems with the right ventricular (rv) lead polarity switch to unipolar mode because of low impedance with a suspected fracture. The atrial lead exhibited high rate(s) with suspected noise. The complete ipg system was explanted and replaced. No patient complications have been reported as a result of this event.